Manufacturer narrative:
This customer reported that after a power surge at the hospital, they got an error message. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reported that after a power surge at the hospital, they got an error message.